Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime loop and they experienced high blood glucose. The customer¿s blood glucose was over 600 mg/dl at the time of the incident. Customer stated that insulin pump had motor error. Customer treated with manual injection. Troubleshooting was performed for prime rewind and high blood glucose. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump was received with motor error alarm during basic occlusion test and unable to prime due to faulty force sensor resistor (gold). Motor passed motor test. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.